Event description:
Large amount white beads present beneath bed, on sheet and frame. Patient was scheduled for surgical revision of flap. Incision was open and covered with saline dressing. Patient immediately removed from bed and examined by physician.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.